Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 22-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The rep reports patient had fusion done and physician had cut the perc lead. Reports the perc lead than was replaced with a paddle lead. Caller reports patient had ins replaced to due to normal battery depletion. Caller reports the fusion was done not in her territory. No symptoms/patient complications reported.